Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Some minors scratches were found on keypad. Syringe plunger not in place found in pump event history log. Syringe test was unable to duplicate the reported problem. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced plunger board and plunger cable.

Event description:
It was reported that the device was presenting with syringe plunger not in place alarm. No patient injury was reported.